Event description:
The facility reported that the unit fixation straps were not capable of locking in the pt's legs to the kneepads. The staff lifted the pt to a full standing position. At this point, the pt's feet slipped off the foot support onto the floor, causing a fracture of the left femur. The pt was taken to the ER and treated for the fracture. (B)(4).